Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified distal left anterior descending artery that was 80% stenosed. A 190 cm pilot guide wire was advanced, and pre-dilatation was performed with an unspecified balloon catheter. However, the balloon catheter met resistance with the guide wire during removal. An unspecified stent delivery system then met resistance with the pilot guide wire during advancement. Therefore, the pilot guide wire was removed and the coating was noted to have a sticky feeling. The device was replaced with another unspecified guide wire to successfully complete the procedure. It was reported there was a delay in the procedure due to resistance with the pilot guide wire. However, it was not clinically significant and there were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.